Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, on (B)(6) 2025, the patient was admitted for chemotherapy due to diffuse large b-cell lymphoma. On (B)(6) 2025, the patient underwent right upper arm PICC tubing placement under local anesthesia. The puncture process was uneventful. On (B)(6) 2025, morning rounds revealed minor blood seepage at the puncture site dressing; observation was continued. On (B)(6) 2025, morning rounds showed blood and fluid seepage at the puncture site. PICC maintenance was performed at 14:00 that day. Upon applying a dry film dressing, fluid droplets were observed seeping from the puncture site. Sterile dressing was immediately applied, and the incident was reported to the head nurse and catheterization nurse. Upon immediate examination in the ward, fluid leakage persisted at the puncture site. After locating the leak and obtaining family consent, the catheter was gradually withdrawn until a sand-timed drip appeared 2 cm above the valve. The catheter was promptly removed, with reinsertion scheduled for the next treatment session.